Event description:
It was reported that during follow-up, the patient with this implantable cardioverter defibrillator (ICD) experienced a decrease in the heart rate during exercise. Reportedly, the patient has a history of t-wave oversensing and it was mentioned that there is an issue with the right atrial (ra) lead, however, there is no further information. Upon technical services (ts) of the case, it was determined it appears that t-wave oversensing could be the cause of the clinical observations. Further programming recommendations were provided by ts. Additional information was requested, however, no response was received. The ICD system remains in service. No additional adverse patient effects were reported.